Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited no disposable pump won't run alarm. . Bubbles were observed. There was no patient injury reported.